Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced blood glucose levels of 46 to 501mg/dl. Customer indicated that they passed out and were then taken to the hospital for treatment and then released. The customer indicated that the settings were changed and the basal rate might be wrong and that this may have led to the fluctuating blood glucose. The customer treated for the blood glucose with food. Customer's blood glucose level was 289mgdl at the time of the call. The customer was assisted with troubleshooting and wanted to document the hospitalization only and declined to troubleshoot for their blood glucose.